Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. The reporter noted that there was no moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: there was a pump reboot event observed in the device¿s black box to support a power loss. The battery cap tightened securely onto the pump. There was a battery compartment crack along the case seal. There was no damage found to the power circuit.